Event description:
Consumer reported needle break off in skin. Consumer went to emergency room and got an x-ray. X-ray showed needle which was surgically removed on (B)(6) 2012.

Manufacturer narrative:
Evaluation summary: issue: needle break off in use. Evaluation summary: customer returned (1) 1cc, 8mm, 31g syringe with the shelf carton from lot number 1178252. The received syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. DHR report was also reviewed for the given lot number and no notifications were noted. Complaint history check was performed and as of ((B)(4) 2012) yielded no other complaints against lot number 178252 for same issue.